Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the back where the leads were going in. It was also mentioned that the patient went to the emergency room and underwent an early lead pull. The patient was reportedly doing well.